Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following cataract surgery with an intraocular lens (iol) implant, he has developed "blotches". The consumer reported that he has had numerous tests and eye exams by his doctor, and the doctor could not detect an issue. He was referred to a neuro-ophthalmologist, who performed additional test and detected that the consumer had a slight "darkness" in one quadrant of the left eye but nothing to explain these blotches that are fixed and constant in his vision. Additional information was requested; however, the consumer had no further information to provide.